Event description:
The patient reported that on or about (B)(6) 2021 patient received a new box of v-go 20 devices and with 7 of the devices used the adhesive pad did not stay attached to the body. Patient reported that she followed proper fill, wear, and go procedure and applied the v-go to her inner thigh. Patient reports that 2 of the devices stayed on for about 2 hours and the others were varying amounts of time but became detached before the 24 hour period. Patient has 6 of the 7 v-go devices available for collection.